Event description:
In 2006, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm, and bilateral iliac artery aneurysms. During the procedure, two aortic extender components were placed in the distal end of the trunk-ipsilateral leg component extending into the right common iliac artery. Final angiography revealed no obvious signs of an endoleak. In 2009, gore imaging services received computed tomography (CT) scans and conducted an imaging evaluation. Images taken on june 9 2008, revealed a type-3 endoleak at the overlap of the aortic extender components, and slight growth in the aneurysmal sac. Follow-up images taken approx three months prior, showed a persistent type-3 endoleak with continued growth in the native aneurysmal sac.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Further investigation is pending. Other devices related to this event: pxa230300, pxt261416, pxc201400. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable.